Manufacturer narrative:
H4: device manufacture date: april 21-22, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age at time of event: adult. B5: upon follow up it was reported the patient recovered from severe nausea. The patient was treated with aprepitant and ondansetron, mc. It was reported the patient was hospitalized for seven days. The fill volume of ¿the folfusor was 3963 mg in folfusor sv 2,5 115ml¿. Isotonic nacl 0.9% was used as diluent with 5fu. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion with a folfusor device which resulted in severe nausea. It was reported the infusion was completed within 24 hours instead of the expected 48 hours. The cause of the over infusion was not reported. It was reported the patient was hospitalized for the event. There was no report of a medical intervention associated with the events. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.